Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a acf (anterior corpectomy with fusion) procedure, the bur broke. It was also reported that the bur head and 1 cm of the bur remained in the patient and there was no medical intervention as a result of this event. It was further reported that there was a ten minute delay and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the returned bur had fractured just distal to the nose tube of the attachment and some heavy markings are noted in this area, which would suggest contact with the nose tube during use. During follow up with the sales rep, it was observed that the bur was being used in an aggressive manner, the bur had become stuck in bone and fractured when trying to remove the bur. The IFU for the attachment associated with this event states "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory."

Event description:
It was reported that during a acf (anterior corpectomy with fusion) procedure, the bur broke. It was also reported that the bur head and 1cm of the bur remain in the patient and there was no medical intervention as a result of this event. It was further reported that there was a ten minute delay and the procedure was completed successfully.